Event description:
The customer alleged the ventilator stopped cycling and entered into "safety valve open" mode. The customer support engineer (cse) inspected the device and verified the corresponding error code. The cse could not duplicate the event, but as a precaution replace the pressure transducer printed circuit board along with one of the auto-zero solenoids. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the evnet alleged in this report.